Manufacturer narrative:
Result: sensor coil cable.

Event description:
It was reported by service report that the head end lift would not go up or down when activated. No pt involvement or adverse consequences are reported.